Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc confirmed that the tissue pad of the subject device was worn and came off completely. Contact marks were detected on the distal end of the probe and non-insulated area of grasping section. As the result of the checking of the probe, no abnormity was detected. The manufacturing history record was reviewed, with no irregularities noted. This type of event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate without contacting tissue (including after the tissue already cut). It assumes that the error displayed and the output came to a stop since the probe contacted with the non-insulated area of the grasping section with worn pad when the user output the device in seal & cut mode. In addition, contact marks could occur. The user facility reported that the ptfe pad did not come off but partially separate at the facility so omsc considers that the completely separation occurred in transit to omsc. The instruction manual of the device has already warned as follows; -do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. -when cutting, or vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the ptfe pad, or the probe tip may break and fall off, and partial separating of the ptfe pad may occur due to a local increase of temperature caused by the friction between ptfe pad and the probe tip during activation.

Event description:
During ear, nose and throat procedure, the ptfe pad of the subject device was worn and output failure occurred. The doctor completed the procedure with another thunderbeat. There was no patient injury reported. During checking of the subject device on 23, june 2017, olympus medical systems corp. (Omsc) found that the ptfe pad completely came off from the grasping section. However, as the result of the investigation on 26 june 2017, it was reported that the ptfe pad was partially separated during the procedure and the detachment didn't occur in the user facility.